Event description:
It was reported that the patient was admitted to the hospital with edema and dyspnea, diagnosed as congestive heart failure, approximately (B)(6) after the stent implantation in the mid-right coronary artery. The patient was treated with medication. After 10 days the patient fell out of bed at the hospital and was found in cardiac arrest. Resuscitation efforts were futile, and the patient died. No death certificate is available. The family is not amenable to the release of any information about this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.